Event description:
During pretest, the probe tested fine. During the open renal case, the probe frosted all the way to the handle. Because this was an open case and the probe did not contact the skin, the physician elected to continue using the probe. No injury to patient.

Manufacturer narrative:
Probe left at the hospital by mistake and the hospital disposed of it. Device history record review conducted. No issues noted.the shaft frosting failure mode has been investigated previously. Prior investigation has shown the root cause of shaft frosting to be a vacuum sleeve failure. (B)(4): disposed of by the hospital.